Event description:
It was reported to philips that during an emergent coronary angiography, while the table was tilted, the patient required cardiopulmonary resuscitation (CPR). At the physician¿s request, CPR was temporarily paused to allow imaging of the coronary arteries. When an attempt was made to reposition the table, it began to free float. According to the report, assessment of the patient¿s coronary artery status was not possible because disengaging the table motor would have required restarting the system and re-establishing the imaging table geometry, during which CPR could not have been performed. CPR resumed, and two nurses manually held the table in position. The report further indicated that the patient passed away; however, no additional details have been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has received additional information regarding the reported event. According to the head physician at the customer site, the patient passed away due to a myocardial infarction, and the system did not contribute to the patient outcome. The investigation into this complaint remains ongoing, and a final report will be provided upon completion. The codes were updated based on the investigation outcome.